Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. There was no asystole noted or any abnormality observed with the rv lead threshold or impedance. As a result, the pace portion of the rv lead was surgically abandoned, and a new rv lead was implanted. The shock portion of the original rv lead remains in-service. During this same procedure, the cardiac resynchronization therapy defibrillator (crt-d) device was also replaced based on battery capacity. No additional adverse patient effects were reported.